Manufacturer narrative:
H6: code c19: a review of the manufacturing records indicated the lot met pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an emergency endovascular treatment for thoracic descending aortic aneurysm rupture using gore® tag® conformable thoracic stent graft with active control system (ctag ac) and gore® dryseal flex introducer sheath (dsf sheath). Reportedly, the patient previously had received implantation of zenith alpha thoracic endovascular graft (zenith alpha) and the aneurysm rupture was due to type ib endoleak. When inserting the dsf sheath from the right common femoral artery (cfa), it was unable to be advanced and the access vessel trauma occurred. To fix this, two gore® viabahn® vbx balloon expandable endoprostheses were placed from the external iliac artery (eia) to cfa. The physician determined that it was impossible to insert the dsf sheath, so the use of ctag ac was abandoned and another zenith alpha was used for the procedure instead. The patient tolerated the procedure. Reportedly, the patient¿s access vessel (from cfa to eia) was narrow as 5.9 to 7.4 mm in diameter. The reporting physician commented as follows: the patient was an 86-year-old woman, so her blood vessel was narrow and fragile.

Manufacturer narrative:
H6: code d1102 was added. H6: code d1102: the IFU states, "adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result."